Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other nc trek rx referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during the procedure to post-dilate an unspecified stent that was implanted in a non-calcified, de novo lesion in the non-tortuous mid left anterior descending (lad) coronary artery, a 3.75x8 nc trek rx balloon dilatation catheter (bdc) was unpackaged; the yellow protective sheath was difficult to remove, but was ultimately able to be removed. The nc trek rx bdc was then advanced via right femoral access without resistance to the stent. When attempting to inflate the balloon, the unspecified inflation device showed pressurization, but the contrast in the balloon was unable to be visualized under fluoroscopy and balloon inflation failure was suspected. The nc trek rx bdc was withdrawn from the anatomy without resistance; while outside of patient anatomy, the balloon was able to be inflated without issue using the same inflation device. A 2nd 3.75x8 nc trek rx bdc was then unpackaged and also had a difficult to remove protective sheath that was ultimately removed. The 2nd 3.75x8 nc trek rx bdc was advanced to the stent without resistance. This nc trek rx balloon was able to be visualized under fluoroscopy, and, though the same inflation device showed pressurization, this balloon failed to inflate. This nc trek rx bdc was withdrawn from the anatomy and an attempt to inflate the balloon outside of patient anatomy confirmed the inflation failure. A 3rd unspecified balloon was successfully used to post-dilate the stent using the same inflation device. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The complaint investigation determined the reported difficulties are related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.